Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient¿s spouse called in during the supply change process after noticing that insulin was not dispensing and observed leakage around the pump chamber. The agent instructed the spouse to rewind the pump and remove the cartridge, and it was reported that no cracks or plunger issues were initially observed. The spouse removed as much insulin from the chamber as possible and replaced both the cartridge and connector, following the correct supply change procedure. After attaching the new supplies, the patient was able to fill the tubing successfully and resume insulin delivery. Blood glucose levels were not affected. The patient was using a 6 mm/23 in infusion set with prefilled cartridges associated with the reported lot number. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.